Event description:
It was reported that the customer has a pico that doesn't work. When the batteries are placed in the device, all of the lights come on immediately and then turn off. Customer replaced the batteries and it did the same thing. Customer even hooked it up to the dressing and it did not work. Back up was available.

Manufacturer narrative:
H3, h6: we have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains further instances/related events of the reported event. The device was used in treatment and was not returned for evaluation. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.